Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations; however, this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage because the devices in question have not been returned for resmed¿s inspection. If more information becomes available, a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient sustained an eye injury at night that left the patient totally disabled allegedly due to something that disconnected from his CPAP device or airfit n30i mask. The brand and model of CPAP device are not known. No further information regarding the event and the products involved has been made available to resmed.